Event description:
The core universal high torque drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any clinically significant procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the device was seized therefore overheating could not be duplicated.